Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw0195 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (refw0195) have been reported from the same facility in (B)(6).

Event description:
It was reported that client states that when they were trying slide the oversleeve onto the catheter it wasn¿t passing through. After trying hard, they were managed to pass the catheter but the tip of the oversleeve¿s silicon part was getting folded inside . It was stated that the oversleeve transparent part is much thinner and clear, before there was more opacity in the silicon part with those oversleeve connectors.